Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. A primary audible alarm bgnd test was found in the event history log (ehl). This was likely the alarm reported by the end use. This alarm was not reproduced during occlusion/speaker testing. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative maintenance to address the reported problem.

Event description:
It was reported that the medfusion pump produced an unspecified alarm. No patient injury or complications were reported in relation to this event.